Event description:
Info received indicates the bed will not function, and is stuck in the reverse trendelenburg position.

Manufacturer narrative:
The hill-rom technician replaced the foot hi/low up valve to repair the bed.